Manufacturer narrative:
A company rep examined the system and was unable to duplicate the reported problem. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequence or impact to pt). Product problem(s): "unit not working correctly (cautery issue)" (device operates differently than expected). A biomedical engineer reported the unit was not working correctly. Additional info has been requested.